Manufacturer narrative:
Evaluation results: inherent risk of procedure (inaccurate stent graft deployment, vessel occlusion). Patient's condition affected effectiveness of device (angulated aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (angulated aortic neck).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. The infra renal neck angle was 80 degrees. It was reported that when the physician started to deploy the endurant bifurcated stent graft etbf3216c145e, the device did not conform to the aortic neck's angle well and the right renal artery had to be covered in order to get a good seal. After deploying the infra-renal stent barbs, the angiogram looked good and showed the left renal artery was open. However, the final angiogram showed the left renal artery was covered. The physician believes it is due to either thrombus or the stent graft. The stent graft had either migrated up or thrombus or plaque covered left renal after ballooning. The patient is being monitored and may need dialysis. No further information was provided.